Event description:
The customer received a blood glucose reading of 204mg/dl on the contour next link, retested on a different meter and received a reading between 100-105mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to return the strips for evaluation. New meter and strips were sent to her.